Event description:
It was reported by a customer in the USA that, the 840 ventilator graphic user interface (gui) top display was blank. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. Convidien reference # (B)(4).